Event description:
Pt was being transferred from bed to wheelchair using a golvo pt lift, shifted weight and the sling loop came off the sling bar. Pt dropped and broke two ribs also, contusion to the head. It was discovered that the safety latches were missing from the sling bar used on the golvo, and that the sling used in the transfer was not mfg, approved or designed for use with this equipment.